Event description:
I had the essure procedure done in (B)(6) 2011. During the procedure I experienced a lot of pain. The doctor had trouble inserting one of the coils. At the 3 month check, I was told that one side did not take. I then had the mirena inserted. For the past year I have been experiencing muscle and joint pain, extreme fatigue, head fog with headaches, dizziness, weakness, memory problems, lower back pain, abdominal pressure, and tremors. I also have low vitamin d and brittle nails.